Manufacturer narrative:
H6: device history record (DHR) review: the DHR review indicated that the product has been manufactured within the established process parameters and that there is no indication that the manufacturing and/or processing of the device contributed to the complaint issue. Claim # (B)(4).

Event description:
A facility representative reported that following the implant of an implantable collamer lens into the patient's eye, toxic anterior segment syndrome (tass) was diagnosed bilaterally. The patient underwent bilateral sequential surgery. Per the reporter this occurred in the same surgery room with different instrument sets. Information about ovd and the lens delivery system were not provided. Intracameral moxifloxacin hydrochloride/ loteprednol etabonate / ofloxacin were used. Diagnostic culture was not performed. The patient was prescribed standard steroid and moxifloxacin drops for two weeks after surgery. The lens was removed, and the problem was resolved. Per post-op visit, patient condition was bcva: 20/20; iop: 11 mm hg. The reporter does not provide a cause for the event. Additional information has been requested but none has been forthcoming.there are multiple device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.

Manufacturer narrative:
A4: unk. A5: unk. A6: unk. H6: health effect - impact code (f): additional medications: 4644 - steroid; moxifloxacin drops. H6 - work order search: no similar complaint was reported for units within the same lot. H11: manufacturer narrative: a review of the device labeling was completed. Inflammation is identified in the labeling as a known potential adverse event following icl implantation. The dfu provides the surgeon instruction for complete ovo removal. Warning: after inserting this product, aspirate the viscoelastic substance completely from inside the eye. Do not use highly viscous viscoelastic substances that are difficult to aspirate completely. Toxic anterior segment syndrome (tass) is an acute sterile postoperative inflammation that can occur after uncomplicated or complicated intraocular surgery. While improper sterilization and contamination of surgical instruments remains the most common risk factor associated with tass, ocular viscoelastic, and improper preparation of antibiotics for intracameral injection may also lead to tass. An exact cause could not be determined as the event could be multifactorial in nature including patient and/or procedure related factors. Claim # (B)(4).